Event description:
Caller states the pt tested 4.5 inr and 4.3 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.